Manufacturer narrative:
(B)(4). The analysis results showed that one (B)(4) reload was received fully fired, with the pan detached from the cartridge. One possible cause for the damage to the pan may be improper loading of the cartridge reload onto the device. While no conclusion could be reached on what caused the pan to dislodge, it is possible that the package was not opened using the sterile technique resulting in the pan dislodging from the reload. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a sleeve gastrectomy procedure, the reloads bent upon removing the reload after firing. The device worked properly upon reloading and subsequent firings. Same stapler was used to complete the case with new sterile reloads. There were no adverse consequences for the patient.